Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found that the x-stage cover was binding and causing a noise when extending the x-drive. The medtronic representative readjusted the x-stage cover. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. No parts were replaced or returned to the manufacturer for analysis.

Event description:
A clinical engineer from the site reported that the imaging system's x-stage cover appears to be catching on the something as you slide the gantry out and back in the "x" direction. There was no patient present when this issue was identified. No further details regarding this issue were provided.